Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the f-38 alarm was determined to be the left and right force sensing resistors (fsrs) being out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.